Event description:
Per summons: pt presented to relator as a new office pt with a progress note indicating hypercoaguable state. The pt had a pe 1/05 upper extremity dvt secondary to PICC line 1/07, and another pe in (B)(6) with subsequent infarct. Pt q is a sickle cell thalassemia pt, and relator has been previously advised that some sickle cell clinics were using PICC lines inappropriately and experiencing a high complication rate due to the hypercoagulability associated with sickle cell anemia.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.